Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 10feb2021. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported that the unit has alarm led failure. The customer reported that the unit was in use on patient , but there was no patient harm reported.

Manufacturer narrative:
The customer reported that the power management board, bezel and touchscreen were replaced due to a 1105 error code and resulted in a pink hue on the display. Root cause could not be determined due to the lack of additional information. Multiple good faith efforts were made to obtain information regarding device evaluation, repair, and operational status with no response from the reporter and therefore cannot be determined. If additional information is later obtained, a supplemental report will be submitted.